Manufacturer narrative:
According of received information, liquid contamination was also found in the air gas module. The issue has been detected during troubleshooting as technical error, indicating communication error was generated by the device. However, it has remained unknown under which circumstances and when liquid entered the unit. The mentioned parts have been repaired by the customer. The issue has been resolved. Pneumatic back-plane printed circuit board (pcb) is interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb do not need further investigation since ingress of liquid/corrosive substance on pcb can cause failure/short circuits which might lead to a ventilator malfunction. According to the manufacturer's guidelines, maximum levels of water, (h2o < 7 g/m3), in the supplied air gas to the ventilator must not be exceeded. The customer is responsible for using medical grade gases for use in the servo ventilator. According to the technician, unit was connected to hospital's gas supply, however no liquid contamination from gas supply was detected. It was also confirmed that, the customer is aware how to use the device in proper way. It has remained unknown under which circumstances and when liquid entered the unit. The type of liquid has not been identified. Device's logs were not provided for further analysis. Provided photo of the pcb confirms contamination. The cause of the issue was determined and it is related with liquid contamination. A correction of the field h6 health effect - impact code was required. Previous h6 health effect - impact code: no health consequences or impact 2199. Corrected h6 health effect - impact code: no patient involvement 2645.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
During inspection of the ventilator oxidation traces were noticed on the pneumatic back-plane printed circuit board. There was no patient harm. Manufacturer's ref. #: (B)(4).